Manufacturer narrative:
The product was returned for analysis. The returned pump was visually inspected and holes in the repo unit sheath and a tear in the blue butterfly were observed. The cause of the access site bleeding was most likely use related. Best practices were not followed resulting in suture holes in the sheath. The product was released with a completed and reviewed device history record under the abiomed quality system. Abiomed will continue to monitor these types of events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The impella cp was returned and an investigation is currently underway. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
The complainant reported a (B)(6) year-old male patient had impella cp pump inserted in the right femoral for pre-op coronary artery bypass graft (CABG). The patient was implanted on (B)(6) 2021 and explanted on the same day. It was reported that due to patient movement, a hematoma formed at the impella access site. As a result, the angle was changed; however, bleeding at the access site was uncontrollable. The patient required 30 units of red blood cells, 20 units of fresh frozen plasma and 20 units of plt. Surgical vascular repair was also performed. No further information was provided.